Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the lead and proximal coil were crushed at 20.5 - 21.0 cm from the connector pin due to clavicular crush. The distal insulation was also damaged at 20.5 cm from the connector pin which could have caused the reported noise anomaly.